Manufacturer narrative:
The reason for the extraction surgery is the consolidation of the spine. As the patient is young, the surgeon decided to extract the screws. Investigation results: based on the reported event, where a custom kit did not contain the correct instrument required for the revision surgery, it has been determined that this event was not related to the design or manufacturing process. It was determined that the sales representative created a custom-made kit with incorrect part references in it and the correct screwdriver required to remove the screw, was not provided in the kit. The cause of the reported event is a human error. This event is an isolated incident and there have been no reports of similar events. The instructions for use state "instruments must be examined for wear or damage prior to surgery." In addition, the screw's surgical technique lists that another screwdriver can be used to remove the screws. The reported screwdriver is not the only screwdriver that can to be used to remove the reported screws.

Event description:
It was reported that;the regional sales manager spine reported the following event : " during a procedure related to an extraction of 8 screws on a (B)(6) patient, the neurosurgeon thought he could perform the surgery with the ablation kit made by the sales rep in 2016 (the kit was delivered in (B)(6) 2016). Dr first tried the screwdriver in the box (first generation ) and then opening the but to no avail. The only ancillary device that removes the screws correctly is the internal screwdriver rod , which was not placed in the ablation kit. Dr succeeded in removing 2 screws with gouge forceps but the surgeon decided to stop the surgery because it was too complicated and risky for the patient (according to the or manger at the hospital who phoned ). So dr did not complete the surgery successfully and planned to revise the patient next week (tuesday (B)(6)). Asked to france to have an ablation kit sent urgently to make sure that the removal of the last 6 screws will be removed serenely during the next surgery."

Event description:
It was reported that;the regional sales manager spine reported the following event : " during a procedure related to an extraction of 8 screws on a (B)(6) patient, the neurosurgeon thought he could perform the surgery with the ablation kit made by the sales rep in 2016 (the kit was delivered in october 2016). Dr first tried the screwdriver in the box (first generation ) and then opening the but to no avail. The only ancillary device that removes the screws correctly is the internal screwdriver rod , which was not placed in the ablation kit. Dr succeeded in removing 2 screws with gouge forceps but the surgeon decided to stop the surgery because it was too complicated and risky for the patient (according to the operating room (or) manger at the hospital who phoned ). So dr did not complete the surgery successfully and planned to revise the patient next week (tuesday (B)(6)). Asked to (B)(6) to have an ablation kit sent urgently to make sure that the removal of the last 6 screws will be removed serenely during the next surgery."